Manufacturer narrative:
Olympus followed up with the customer to obtain additional information regarding the event, but no information was obtained. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer oes elite, high-definition autoclavable telescope has ¿broken lens¿. The customer reported problem was found at an unspecified event. No further information was provided. No death or injury and no impact to person or other has been reported to olympus.

Manufacturer narrative:
The issues reported by the service business center (sbc) are evaluated as plausible. According to the event description, the customer reports a broken lens. During inspection, the s-bc states the following: a lens in the optical system is broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause is very likely excessive force by the user. Olympus will continue to monitor the field performance of this device.